Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6). (B)(6) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for coagulase-negative staphylococci (1cfu/100ml). The testing result cleared the french guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. On (B)(6) 2018 the device tested positive for unspecified microbes (13cfu/100ml). On (B)(6) 2018 the device tested positive for h.alvei (42cfu/100ml). The device had been reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The facility had been manually reprocessed the device. The exact cause of the reported event could not be conclusively determined.